Event description:
It was reported that during an unspecified procedure, filter deployment difficulties were encountered. The filter was deployed in the inferior vena cava. A venocavagram was performed, and the 12 fr jugular titanium filter was advanced without difficulty. There was no difficulty deploying the filter, however, upon deployment, it was noted that two of the legs were criss-crossed. The other four legs engaged in the venous wall. A second filter of the same was deployed without difficulty, and the patient is adequately protected. Current patient status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.